Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
Information received from the manufacturer¿s representative reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). Impedance testing (at 0.7 volts, programmed at 100 hz, 80 pw) showed values in a range of 653-998 ohms. Group impedances for e-1 was 492 ohms at 5.790 ma (electrodes 2+, 3-, 4+) and for e-2 was 471 ohms at 6.860 ma (electrodes 10+, 11-, 12+). Through use of the clinician programmer it was determined that the patient used group e 100% of the time and that the adaptive stimulation (as)was used. When the representative first interrogated the device they saw a ¿charge sooner¿ and ¿position trend is not valid¿, and ¿check ins clock¿ messages. The ins appeared to be flush with the skin and was not moving in the pocket. There was no recent medical testing or exposure to environmental emi. No falls of trauma were reported related to the issue and there was no change in therapy with positional movement. The patient did not experience any symptoms with the ins off but their pain did return. Using the clinician programmer, it showed that the patient got all 8 coupling bars on average and the ins goes to ¾ full every 3-6 days on average. Palpation of the pocket did not elicit a response. The patient had tried to switching to a different group with a different voltage, without the as, but this did not resolve the issue. It was noted that the pocket site started to feel hot when it was going to start shocking them. It was confirmed that the shocking issue was not happening when the patient was charging and resolved when they started to charge the ins. Additional information received on (B)(6) 2016 from the representative reported that impedances measurements were run again (at 0.7 volts) and had values in the range of 801-1004 ohms. Group impedances for e-1 (at 2.0 volts) were 475 ohms and 4.152 ma and for group e-2 (at 3.0 volts, 6.370 ma. It was confirmed that the electrodes were still programmed the same. The patient had not charged since (B)(6) 2016 and was starting to feel the shocking coming on. It was confirmed that the ins was at ¾ full. It was also reported that the ¿check ins clock¿ message was seen. A review of recharging statistics showed the patient appeared to be charging most of the time at 50% rather than at 75% and that they got ¿antenna too hot¿ screen at one point. The recharger antenna was reported as damaged and a new antenna was ordered for the patient. A recharge interval was calculated based on the patient¿s 2 programs: program 1 = 2.9 volts, 450 pw, 35 hz, 475 ohms, 2 anodes, 1 cathode and program 2 = 3.3 volts, 450 pw, 35 hz, 458 ohms, 2 anodes, 1 cathode, 24 hours a day of use. At the beginning of life (bol) the recharge interval was calculated to be 15.54 days while at end-of-life (eol) it was 13.16 days. It was confirmed that this was about what the patient was charging at and no abnormalities were found. Follow up information obtained from the representative on (B)(6) 2016 reported that they met the patient in the office on (B)(6) 2016 and noted that they had no new or different complaints. The ins was confirmed to be at ¾ full and the patient was not experiencing any symptoms at that time. The representative noticed that all of the available groups/programs for the patient were variations of the same electrodes in the middle of both leads. The patient was then programmed with a different electrode combination in an attempt to resolve the burning/shocking sensation symptoms while still providing pain relief. It was noted that the ¿top¿ electrodes did not provide adequate coverage as the stimulation was too high. The representative then used the bottom 3 electrodes on each lead. The patient was going to try this new programmed electrode combination and was to contact the representative in 1-2 weeks to provide feedback. The patient¿s healthcare professional (hcp) was to be provided with the information from the (B)(6) 2016 appointment. The indication for use for the implanted device was noted as spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported after trying the new programming, the new programming was not helping her pain. It was not shocking her, but it was not helping her pain. The rep instructed the patient to go back to her original settings that helped with pain relief, but the patient also stated it would shock her once the stimulator was at 75% charged. There was shocking at the implantable neurostimulator (ins) site when the stimulator was 75% charged. The patient stated at one point she was not getting shocking with the new program or with the old programs when she switched back, but she was too scared to increase the amplitude for pain relief because she was conditioned to be fearful of the shocking sensation. The new program did not shock the patient, but at another point when the rep looked at her recharge intervals she said the first that that she was given the new program. Then the patient said it took her 4 hours to charge. When the rep looked at the recharge data from the clinician programmer, the recharge intervals were 1 hour (shortest) to 2.7 hours (longest). Most of the time she was 100% charged at the end of the session, but at one session she was only 75% charged at the end. When the rep pointed this out, the patient stated that was before, now the patient had turned the amplitude down in order to increase recharge intervals for fear of being shocked. The rep stated regarding trying to diagnose the shocking from external sources had been exhausted. It was noted the patient¿s information, complaints, and history of events remained conflicting. The rep had no further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she had her implantable neurostimulator replaced due to shocking.